Event description:
It was reported, the patient¿s symptoms began today, (B)(6) 2013, with respiratory depression and was brought into the emergency room unresponsive. The patient was being treated with narcan and her symptoms were improving, so the healthcare provider (hcp) suspected a possible narcotic overdose. The hcp wanted to know how to stop the pump as she had orders from the doctor to stop it. The pump was delivering baclofen; monitoring the patient for baclofen withdrawal symptoms was discussed. The next day, it was stated they wanted to increase the patient¿s dose and required assistance in programming the same. The hcp stated the patient was programmed to minimum rate mode because yesterday she had an altered level of consciousness.

Manufacturer narrative:
Product ID 8731sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter product ID 8840 lot# unknown. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's symptoms began today, (B)(6) 2013, with respiratory depression and was brought into the emergency room unresponsive. The patient was being treated with narcan and her symptoms were improving, so the healthcare provider (hcp) suspected a possible narcotic overdose. The hcp wanted to know how to stop the pump as she had orders from the doctor to stop it. The pump was delivering baclofen; monitoring the patient for baclofen withdrawal symptoms was discussed. On (B)(6) 2013, (crts (B)(4)/enlaso/hcp,rep): the next day it was stated they wanted to increase the patient's dose and required assistance in programming the same. The hcp stated the patient was programmed to minimum rate mode because yesterday she had an altered level of consciousness. On (B)(6) 2013 (pc/hcp): additional information: it was reported that the pump was delivering lioresal 1000 mcg/ml at 210 mcg/ml. Patient's dose was decreased to 150 mcg/day. Patient called the clinic 2 weeks later asking for an increase because they were not getting spasm control. Patient's dose had been slowly increased since then. Patient was now getting lioresal 1000 mcg/ml at 190 mcg/day. Patient was last seen on (B)(6) and was still experiencing spasms. They plan to slowly increase the dose until symptom control.